Event description:
It was reported that the insulin pump alarmed. It was also reported that insulin squirted out during the manual prime. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.

Manufacturer narrative:
The display was blank and the insulin pump emitted a constant tone due to moisture damage on the electronic assembly.